Event description:
A report of broken pedicle screws was made. It was further reported that the patient has current pain to the left foot and left ankle and increased pain in the lower back in the area of the left hip. The patient was previously fused at l2 to l3 and l3 to l4.

Manufacturer narrative:
The package insert indicates, "bending, fracture, loosening or migration of the implant" as a possible adverse effect.